Event description:
It was reported that the patient presented with complaint of chest pain. It was also noted that the right ventricular (rv) lead exhibited oversensing, no intervention was done. The right atrial (ra) lead exhibited undersensing, no intervention was done. Both leads remain in use. No further patient complications have been reported as a result of this event.